Event description:
Customer reported that air passed the "uabd" with no alarm condition. There was no pt injury or medical intervention. The gambro technical services rep found that the uabd was dirty with markings but could not duplicate the reported condition. The blood handling "cca" and the "uabd" transducer were replaced.